Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included etonogestrel (nexplanon) and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced bladder disorder ("bladder probs") and urinary tract disorder ("urinary problems"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), migraine ("migraine"), nausea ("nausea"), back pain ("back pain") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression") and mood swings ("hormonal changes/ mood swings"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced urticaria ("hypersensitivity/allergic or hypersensitivity- hives, itchy skin") and pruritus ("hypersensitivity/allregic or hypersensitivity- hives, itchy skin/itchy"), 10 years 9 months after insertion of essure. In (B)(6) 2018, the patient experienced rash ("rashes on my body"). In (B)(6) 2018, the patient experienced tooth abscess ("dental problems-abscess in tooth"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), headache ("headaches"), vulvovaginal pain ("vaginal pain") and gingival bleeding ("dental problems-bleeding gums"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, urticaria, allergy to metals, depression, bladder disorder, fatigue, headache, migraine, nausea, mood swings, tooth abscess, urinary tract disorder, vaginal discharge, pruritus, back pain, rash, weight increased, dysgeusia, vulvovaginal pain and gingival bleeding outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gingival bleeding, headache, migraine, mood swings, nausea, pelvic pain, pruritus, rash, tooth abscess, urinary tract disorder, urticaria, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted) patient received treatment for pelvic pain, fallopian tube perforation, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, hypersensitivity, nickel allergy, psych injury, bladder probs, fatigue, headaches, migraine, nausea, hormonal changes and dental probs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Events per pfs: urinary problems, vaginal discharge, back pain, rashes on my body, weight gain, metallic taste in mouth, bleeding gums and vaginal pain. Event tooth disorder updated to abscess in tooth. Event hypersensitivity was split and coded hives, itchy skin. Event psych injury updated to depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included etonogestrel (nexplanon) and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced bladder disorder ("bladder probs") and urinary tract disorder ("urinary problems"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), migraine ("migraine"), nausea ("nausea"), back pain ("back pain") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression") and mood swings ("hormonal changes/ mood swings"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced urticaria ("hypersensitivity/allergic or hypersensitivity- hives, itchy skin") and pruritus allergic ("hypersensitivity/allregic or hypersensitivity- hives, itchy skin/itchy"), 10 years 9 months after insertion of essure. In (B)(6) 2018, the patient experienced rash ("rashes on my body"). In (B)(6) 2018, the patient experienced tooth abscess ("dental problems-abscess in tooth"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), headache ("headaches"), vulvovaginal pain ("vaginal pain") and gingival bleeding ("dental problems-bleeding gums"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, urticaria, allergy to metals, depression, bladder disorder, fatigue, headache, migraine, nausea, mood swings, tooth abscess, urinary tract disorder, vaginal discharge, pruritus allergic, back pain, rash, weight increased, dysgeusia, vulvovaginal pain and gingival bleeding outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gingival bleeding, headache, migraine, mood swings, nausea, pelvic pain, pruritus allergic, rash, tooth abscess, urinary tract disorder, urticaria, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted) patient received treatment for pelvic pain, fallopian tube perforation, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, hypersensitivity, nickel allergy, psych injury, bladder probs, fatigue, headaches, migraine, nausea, hormonal changes and dental probs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), nausea ("nausea") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, allergy to metals, psychological trauma, bladder disorder, fatigue, headache, migraine, nausea, hormone level abnormal and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, psychological trauma and tooth disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted) patient received treatment for pelvic pain, fallopian tube perforation, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, hypersensitivity, nickel allergy, psych injury, bladder probs, fatigue, headaches, migraine, nausea, hormonal changes and dental probs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. This case became incident. Event injury was updated to pelvic pain, fallopian tube perforation, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, hypersensitivity, nickel allergy, psych injury, bladder probs, fatigue, headaches, migraine, nausea, hormonal changes, dental probs and she did not underwent essure confirmation test. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.